Event description:
On (B)(6) 2012, the pt was being transported to the ER via ambulance and went into cardiac arrest v-fib. The paramedic attempted to charge the lp 15 monitor and was unable to do so with multiple attempts. Acls protocol was continued w/o being able to defibrillate the pt. The monitor was immediately taken out of service after this call and was reported to physio control on (B)(6) 2012.